Event description:
It was reported that a patient enrolled in a clinical study underwent a left total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to aseptic loosening of the tibial component. Operative report noted scar tissue during the revision procedure. The tibial tray, tibial bearing and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿